Manufacturer narrative:
No button error alarm was noted. However, the pump had no button response due to a flattened act keypad dome. No unexpected beeping or vibrating noted. Unable to verify the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm or displacement tests due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 199 mg/dl at the time of the incident. Customer stated that she was sleeping and the alarm woke her up. Customer stated that her blood glucose was 250 mg/dl and she treated with the manual injection. Customer stated that she changed the battery and the set but she continued to receive a button error. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.